Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. It was noted that the customer had expired test strips (lot # 1154506, exp. 08/31/2012) all pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported she received a normal reading on her adc blood glucose meter of 135 mg/dl, but that it was lower in comparison to her other two meters, one of which gave her a reading of 196 mg/dl (customer did not specify the dates or times of the readings). Customer further reported that an ambulance arrived, but did not provide any information as to why the ambulance was called or if she was experiencing any symptoms. She reported a reading of 386 mg/dl was obtained from the paramedic's meter, and stated that they administered insulin to her (dose/type not specified). The customer refused to complete troubleshooting or provide any further information, and terminated the phone call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.